Event description:
The subject device was used during a laparoscopic assisted distal gastrectomy. The surgeon sealed the right gastroomental vein of the patient side with seal mode. After that, he sealed and cut the vein of the sample side with seal and cut mode, and bled. He pressed and stopped bleeding. He continued to use the device, however, he felt the cutting speed of the device slowed down. So, he replaced with another device and the procedure was completed. There was no patient injury reported and te patient is doing fine.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore, olympus medical system corp (omsc) could not evaluate the referenced device. The exact cause of this issue can not be conclusively determined. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report is an abundance of caution.